Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025: the end-user reported reconnecting to the ilet after several weeks of disconnection due to insurance issues. Upon reconnecting, bg measured 380 mg/dl and later exceeded 400 mg/dl. The user had not managed bg during the day prior to reconnecting and reported additional health issues affecting insulin resistance. The user disconnected for the night and reverted to mdi, planning to reconnect in the morning. On (B)(6) 2025, the user reported successful reconnection with stable bg and no device issues. No symptoms, external assistance, or medical intervention occurred.